Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Soundstar catheter (model# unknown lot# unknown). Smartablate generator (model# unknown serial# unknown). Smartablate pump (model# unknown serial# unknown). Smartablate remote (model# unknown serial# unknown). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure, the cardiac tamponade was noticed as the patient's blood pressure dropped and was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 700cc of fluid was removed. Additional information was received on the event. The patient received heparin as an anticoagulant. A transseptal puncture was performed with an unknown needle. A dc cardioversion was also done during the procedure. The event occurred during the ablation phase. Irrigation flow setting at the time of event was 30 ml/min. There were no error messages observed on biosense webster equipment during the procedure. The patient did require hospitalization for monitoring. The patient has since fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event as he is unsure what happened since he did not feel the catheter perforate. However, the physician does state it was not due to the patient condition. The contact force was never more than 10-20g and the bwi representative informed the physician that the catheter temperature was 38 degrees.